Manufacturer narrative:
Concomitant medical products: product ID: 3987a, lot#: n138276, implanted: (B)(6) 2008, product type: lead. Product ID: 3987a, lot#: n138276, implanted: (B)(6) 2008, product type: lead. Product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3987a, serial/lot #: (B)(4), ubd: 24-jan-2012, UDI#: (B)(4); product ID: 3987a, serial/lot #: (B)(4), ubd: 24-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding the patient who is implanted with a neurostimulator for spinal pain. It was reported that the manufacturer representative was programming the patient¿s existing lead intraoperatively when contacts 0-3 were showing red. The manufacturer representative switched to contacts 4-7 and all the contacts were now showing as avoid. The lead is in the 4-7 bifurcated portion of the extension, and the impedances are all not conductive to therapy. The 4/5 contact pair was at 34,400 ohms. It was reviewed that the impedances were likely bad prior to the procedure. The manufacturer had not been made aware of the reasons for implantable neurostimulator replacement until the day of surgery. Historical impedances were not available. Only the implantable neurostimulator was replaced on the day of surgery. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative on 2019-10-19 indicated that impedances are showing <(><<)>40,000 ohms on contacts 0-3, and >20,000 ohms on contacts 4-7. They added that during a connectivity check, contacts 0-3 were red, and marked ¿do not use.¿ the rep mentioned that contacts 4-7 were green. They stated that they will work with the healthcare provider to determine the next steps. The rep mentioned that when the patient¿s ins was replaced, they could only get one side to work. The rep confirmed that an x-ray confirmed the patient has 2 leads. No further complications were reported or anticipated.